Event description:
Journal reference: fajardo, rn. Esophageal perforation after placement of a wireless bravo ph probe. Gastointest, endose. 63(1), 181-185 (2006). The article describe two esophageal perforation events. The second event involved a pt seen at the authors institution by one of the co-authors (g. Richard locke). The co-author reported a pt had experienced an esophageal perforation after the study was performed at another institution (unk). No add'l pt outcome and event details were specified in the article. Follow-up has been initiated to establish more specific event details and should add'l info be received, it will be provided in a follow-up report. The case study described in the article involving a pt has been reported under MDR 2182207200801397.